Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort and burning sensation at the ipg site. It was noted that the ipg gets warm when charging. The patient underwent a revision procedure wherein the ipg was replaced, and the pocket was moved to the left. The patient was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.